Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii result for 1 patient sample tested on a cobas 6000 e 601 module. The initial ft3 iii result was 1.42 pg/ml. The initial ft3 iii result was released outside of the laboratory but was questioned by the physician. On (B)(6) 2018 the same patient sample was retested twice with ft3 iii results of 2.26 pg/ml and 2.21 pg/ml. There was no allegation of an adverse event. The ft3 iii reagent lot was 31466600 with an expiration date of 28-feb-2019. Internal quality control results were acceptable. The water conductivity was provided as 0.3. A field engineering specialist checked all parts of the sample and reagent pipetting, the rinse units, and pipette alignment. He did not find any problems. Following the service visit, there have been no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.